Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic roux-en-y procedure, part of the silver housing on the reload scraped off against the side of the trocar and fell in to the patient. The piece was retrieved laparoscopically with graspers. Procedure was completed with another reload of the same product code. There were no patient consequences reported. No additional information was provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It is concluded that all parts relevant to the cage retention were in specification for the dimensions relevant to cage retention.